Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the mcm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 17 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass graft procedure, the device was not firing properly. Instead of clipping, it cut the saphenous vein. The procedure was completed with an alternate like device with no patient consequences reported.